Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister in law called for assistance in reviewing the bolus wizard history. She then stated that the customer had passed away. Later spoke with the customer's wife. She felt that the customer passed away due to diabetic ketoacidosis. The day before he passed, the customer experienced vomiting and blood glucose levels above 500 mg/dl. The wife told him to go to the hosp for assistance, but he refused. The wife agreed to return the insulin pump for analysis. Nothing further was reported.